Event description:
This case was initially received via regulatory authority (B)(6) on 06-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("violent pelvic pain after placement / pain with impact on daily life and sick leave") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pruritus ("itching"), sinusitis ("sinusitis") and hypertension ("high blood pressure"). The patient was treated with surgery (forthcoming procedure for removal of inserts with total hysterectomy). At the time of the report, the pelvic pain, pruritus, sinusitis and hypertension outcome was unknown. The reporter provided no causality assessment for hypertension, pelvic pain, pruritus and sinusitis with essure. Further company follow-up with the regulatory authority is not possible. Company causality comment: this spontaneous consumer report, received via health authority (ha), refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced violent pelvic pain after placement / pain with impact on daily life and sick leave, whereupon a device removal with total hysterectomy was planned. Pelvic pain, serious due to medical significance, is anticipated in the reference safety information of essure. Pelvic, abdominal, or uncharacterized pain may occur after the insertion or during the use of essure, but different causes (also non-gynecological) are possible. In this particular case, no clinical details were provided, but considering the nature of the event and the lack of alternative explanations, a causality of essure cannot be excluded (related). The patient reported other events, non-gynecological, per se non-serious and mostly unanticipated. This case was classified as incident in line with the ha assessment and due to planned device removal. A product technical analysis is expected. Active follow-up cannot be pursued in this ha case.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(4) on 06-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("violent pelvic pain after placement / pain with impact on daily life and sick leave") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pruritus ("itching"), sinusitis ("sinusitis") and hypertension ("high blood pressure"). The patient was treated with surgery (forthcoming procedure for removal of inserts with total hysterectomy). At the time of the report, the pelvic pain, pruritus, sinusitis and hypertension outcome was unknown. The reporter provided no causality assessment for hypertension, pelvic pain, pruritus and sinusitis with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 24-may-2017 for the following meddra preferred term: pelvic pain - analysis in the global safety database 2786 revealed cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 24-may-2017: quality-safety evaluation of ptc. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.